Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 26, 2006. Therefore, UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date is unknown; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device overheated due to worn out bearings. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the attachment device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.